Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing system was reassembled to resolve the issue. Block a: no patient information provided to date after calls to end user 03/26/2025 and 04/01/2025. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen or fresh gas flow. There was no patient injury.